Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a safety needle/syringe combo. The customer states that the safety needles do not lock after use. The protective shield slides back and forth and does not keep the needle protected.